Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer doesn't know the expected fasting blood glucose test result range.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 72mg/dl and 84mg/dl. Customer stores the meter and test strip in the purse. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is 5/17/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing four times a day (fasting) and is not taking any medication for diabetes. The customer stated that has made recent changes in diet but not on the medication or exercise regimen. The customer stated that has gestational diabetes.